Event description:
Allergan aesthetics received a report that a patient received a coolsculpting treatment to the abdomen and presented with paradoxical hyperplasia (ph).

Manufacturer narrative:
Additional information: a3, a4, a6. Corrected data: e1, h6.

Manufacturer narrative:
This is a known potential adverse event addressed in the product labeling. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Ph is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained. Zeltiq initiated a voluntary discontinuation and recall of parallel plate applicators for the coolsculpting® system due to the observance of an increased rate of paradoxical hyperplasia (ph) associated with these applicators during a recent analysis of data from the 2019-2021 timeframe. These applicators are sold under the brand names coolcore, coolcurve, coolcurve+, coolmax and coolfit.

Event description:
Allergan aesthetics received a report from a patient that received multiple coolsculpting treatments.the provider supplied treatment information which included treatment to the lower abdomen on (B)(6) 2015 using coolcore applicator, upper abdomen on (B)(6) 2015 using coolcore applicator, and flanks on (B)(6) 2015 using cooladvantage coolcurve applicator. On (B)(6) 2021, the patient was treated to the middle abdomen and low abdomen with coolsculpting. Additional treatments were performed on (B)(6) 2012, (B)(6) 2014, and (B)(6) 2015 to the lower abdomen with coolsculpting coolcore. The patient was presented with paradoxical hyperplasia (ph) to the upper abdomen and lower abdomen. Since the provider did not indicate that the coolcore and coolcurve applicators were not legacy applicator, the recall information has been included.

Event description:
Allergan aesthetics received a report that a patient received a coolsculpting treatment to the abdomen and presented with paradoxical hyperplasia (ph).

Manufacturer narrative:
This is a known potential adverse event addressed in the product labeling. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Ph is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained.